Event description:
It was reported that the surgeon performed the surgery on (B)(6) 2025 and informed us for the anastomosis leak on (B)(6) 2025. The leak was on day 3 (postop) and detected on pelvic drain fluid, confirmed on CT. Primarily conservative management on total parenteral nutrition (tpn). MRI on day 10, (B)(6) 2025 and showed anterior leak, resulting in extended hospitalization. Trans anal repair attempt on postop day 13. Currently in-patient and not septic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.